Event description:
Boston scientific received information that this chronic right ventricular lead exhibited noise, oversensing and pacing inhibition when connected to the new device. It was also noted that the lead was stuck in the device header, however, it was successfully removed and the lead was surgically abandoned and a new rv lead implanted. There were no adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.